Event description:
Complainant alleged that during biomed testing the device failed to increase the energy selection, however was able to decrease energy and displayed a "cannot charge" message. Complainant indicated that there was no pt involvement in the reported malfunction.